Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 02/08/2014. It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent burch retropubic urethropexy, paravaginal defect repair, tah/bso, abdominal sacral colpopexy, and cystoscopy due to symptomatic pop on care protocol.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on 6/30/04 and a mesh was implanted. It was reported that patient underwent exploratory laparotomy, excision of previously placed sacrocolpopexy mesh, urethrolysis and removal of paravaginal sutures, cystotomy and repair, cystourethroscopy, bilateral ureteral stent placement, posterior colporrhaphy on (B)(6) 2006, due to chronic pelvic pain, voiding dysfunction, pelvic organ prolapse. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced extrusion, infection, urinary & bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring.

Manufacturer narrative:
Date sent to the FDA: 09/05/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.